Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the events cannot be ruled out. Contributing factors for wound dehiscence and wound infection in this patient also include concomitant carmustine (carries a warning for impaired neurosurgical wound healing. Source: carmustine prescribing information), concomitant dexamethasone (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, chemotherapy, and prior surgery affecting skin integrity. Wound infection is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (<1% and <1% in optune/tmz and tmz arms respectively). Wound dehiscence was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune/tmz arm of the trial (<1%) only.

Event description:
A (B)(6) year old male patient with newly diagnosed glioblastoma began optune therapy on (B)(6) 2019. On (B)(6) 2020, the patient's spouse informed novocure that the patient had developed a festering ulcer on the scalp in the area of the surgical resection scar (last surgical resection (B)(6) 2019). On (B)(6) 2020, optune therapy was discontinued. On (B)(6) 2020, the patient's spouse informed novocure that the patient had been hospitalized on (B)(6) 2020, and underwent surgery. Prescribing physician was not able to provide any additional information on the type of surgical intervention and did not provide a causality assessment. On (B)(6) 2020, the patient's spouse clarified that the patient had received wound revision surgery as the surgical resection scar was infected. The patient's sutures were removed on (B)(6) 2020.